Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed. Insulin pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump received with intermittent button response at esc button due to flattened dome switch. Connector was inspected and locked on lcd board. No button error alarm during testing. Minor scratches noted on lcd display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches on the screen, esc button was sticking, had a motor error and failed battery test alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed. Insulin pump passed self test, a21 error test, off no power test and all operating currents tested within the spec range. Insulin pump received with intermittent button response at esc button due to flattened dome switch. Connector was inspected and locked on lcd board. No button error alarm during testing. Minor scratches noted on lcd display window.